Event description:
A pacemaker implanted 9 months ago was replaced with a new device during a lead revision procedure because blood was found in the header of the old device. The patient has a history of complete heart block and underwent medtronic dual-chamber pacemaker placement 8 years ago. She subsequently underwent pacemaker generator replacement 9 months ago and on follow-up was found to have elevated rv pacing threshold and loss of capture. Therefore, she was referred for rv lead revision.